Event description:
In 2009, the lay user/patient contacted lifescan (lfs), alleging that her one touch ultra2 meter would not power on. The medical surveillance specialist (mss) spoke with the pt on nov 30, 2009, and obtained the following info. The pt reported that the alleged power issue began on the morning of event date. The pt informed the mss that the tests 2x/day and manages her diabetes with oral medications (actos, metformin, and glipizide). Despite not being able to test with the subject meter, the pt claimed she took her usual dose of metformin and glipizide; however; approximately 10 minutes later, she became shaky. The pt reported treating self with orange juice in response to the symptom and feeling better afterwards. At the time of troubleshooting, the customer care advocate (cca) was unable to confirm the alleged power issue. The subject meter powered on manually and when a test strip was inserted. The alleged issue was resolved with training. However; replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.